Manufacturer narrative:
Concomitant product: d334drg ICD ,implanted: (B)(6) 2013 and 6721m-50 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient went to the ER (emergency room) where they complained of hearing an alert. There was no alert sounding. An interrogation of their device found that the atrial capture was questionable for the atrial lead based on presenting electrogram and that the right ventricular (rv) epicardial patch lead had chronic low r-waves per trends. No intervention was done as the company representative was notified and will contact the clinic to follow up. The atrial lead and rv epicardial patch lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.